Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer pump did not deliver a bolus and was hot to touch. The customer reported that the hot pump burned her and a child in the customer's care. No further information was provided regarding the treatment of the burn. The customer's blood glucose (bg) level was over 300 mg/dl and after the pump cooled down, the bolus was delivered. The next day, a tandem territory manager met with the customer and the quick bolus feature was tested and found to be "working just fine".